Event description:
Nellcor puritan bennett rec'd a call from representative of a facility on 09/20. The facility called to report the following problem: unit intermittent shuts off with no alarm. No pt harm reported. Dealer believes younger familty may be shutting unit off.